Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had exhibited an error code and displayed red and pink screen during a therapeutic clarifix & turbinoplasty procedure. The procedure was completed using the device. There were no reports of patient harm.

Event description:
It was reported that the camera head had exhibited an error code and displayed red and pink screen during a therapeutic clarifix & turbinoplasty procedure. The procedure was completed using the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of poor color image was confirmed but the failure of error code was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: puncture on cable and failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the poor color image malfunction: faulty cable, puncture on cable and failed leak test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.